Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unknown pump error and it shut off unexpectedly. The customer¿s blood glucose level was unknown. The customer was changing the new batteries every two weeks, received an e code and the insulin pump has shut off unexpectedly. The troubleshooting was not performed. The insulin pump will not be returned for analysis.